Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported inadequate bone quality/quantity.

Event description:
Inadequate bone quality/ bone quantity was reported. The time of loss in relation to implantation was before prosthetic restoration.